Event description:
The hospital reported that the bisector was "broken" and would not work when inside the upper leg. It is not known if the device was detached and needed to be removed or it just did not work. The device was removed without any problems, and a replacement device was used to complete the procedure. The patient status was not provided by the hospital. Follow up attempts regarding the failure mode as well as additional information did not yield any further details.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.